Manufacturer narrative:
This device will not be returned for analysis. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was alleged to deplete prematurely. The device was explanted and disposed by the hospital. No adverse patient effects were reported.